Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 53-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was successfully weaned and explanted on (B)(6) 2023. The physician pulled the impella pump at ICU bedside, but did not receive any bleed back once pump was explanted. Additionally, the physician could not find a distal pulse. A vascular surgeon was consulted, and the patient was brought to or for surgical closure. A fem patch was performed due to a dissected common femoral artery (cfa). The surgery was successful, with palpable distal pulses of the right lower extremity.

Manufacturer narrative:
The investigation into the limb ischemia-reversible has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, the root cause of the limb ischemia-reversible is most likely plaque buildup patient condition related.